Manufacturer narrative:
Patient weight not made available from the site. A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. The medtronic representative inspected the frame and it does not appear to be physically damaged. The surgeon stated that it may have slipped in the doro attachment piece. Reported issue could not be replicated. No parts have been returned to manufacturer for analysis.

Event description:
A medtronic representative reported that, while in a cranial procedure, the site alleged an inaccuracy occurring after going sterile. No specific measurement was provided. The surgeon deemed being accurate after registration. The surgeon noted additional force was required to thread the reference frame onto the radiolucent arm and may have caused the inaccuracy. The surgeon opted to continue the procedure and completed with the use of the navigation system. There was no impact on patient outcome.